Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 27. Details of surgery: ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.